Event description:
It was reported that the confirm rx insertable cardiac monitor exhibited a false pause episode due to undersensing. Programming changes were discussed. No intervention was performed. Patient was asymptomatic.